Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, the needle with "a little suture left on it" detached from the mesh leg as the physician was pulling it through the sacrospinous ligament, with the capio device. The suture (with the needle at the end) did not fall inside the patient. The physician used another uphold vaginal support system to complete the procedure without complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, the needle with "a little suture left on it" detached from the mesh leg as the physician was pulling it through the sacrospinous ligament, with the capio device. The suture (with the needle at the end) did not fall inside the patient. The physician used another uphold vaginal support system to complete the procedure without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Visual analysis of the returned uphold mesh showed that the suture, with the needle at the end, had detached from the end of the blue and white dilator. The complaint was confirmed. The handle of the returned capio device was also observed to be cracked. Mechanical analysis of the capio device found that the device operated freely and smoothly. The probable cause of the suture detachment was determined to be operational context. The probable cause of the cracked handle on the capio device was determined to be shipping damage during transit to boston scientific.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.